Event description:
Pt called lfs and reported that there were colored marks/tape on their one touch ultra test strips. Pt did get a reading of 240 mg/dl which matched their symptoms of headache and weakness. There was no medical intervention or treatment given. No further clinical info was provided. Replacement test strips were sent to the pt.